Event description:
A malfunction was reported on the customer's pump, identified by malf 16. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and confirmed the issue did not recur, allowing the customer to continue using the pump. Further instructions were given to contact support again if the malfunction recurred, which the customer acknowledged.